Manufacturer narrative:
(B)(4).

Event description:
Patient's parents contacted dexcom on 10/09/2015, to report that on (B)(6) 2015, the patient experienced a skin reaction under the sensor patch adhesive. Sensor was inserted at abdomen on (B)(6) 2015. Patient's mother described the skin reaction as a red and inflamed hole, with purulent discharge. Patient treats the affected area with bacitracin, an over the counter antibacterial cream. Additionally, it was reported that the patient might have an allergy to certain metals. Patient was not seen by a physician for the reported event. However, the patient's father was given the over the counter medication recommendation by the patient's physician on (B)(6) 2015. At the time of contact, the patient's wound had healed up fine. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).